Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Customer's blood glucose level was 596 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Customer was released later the same day with the issue resolved and no permanent damage.